Event description:
It was reported that during a unknown procedure, the device min button did not work. The device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.